Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the concorde inserter-bayonet (part #: 287901009, lot #: nm0408) was received at us cq. Visual inspection of the complaint device showed only light scratches throughout the surface of the device. This condition is expected due to the device being used. Components were present. Functional test: the inner shaft (part # 287901102) was removed from the bayoneted outer shaft (part # 287901107). Resistance was noticed when pulling back the inner shaft due to the retaining ring (part # 287901106). The inner shaft was then re-inserted back in the outer shaft and it rotated freely inside the outer shaft. As the cage was not returned, the functional testing could not be completed fully. Dimensional inspection: inner shaft diameter, outer shaft diameter and distal tip bigger diameter were measured per relevant drawings and found to be conforming. Document/specification review: the relevant current and manufactured to drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as no defect was detected during the investigation of the returned concorde inserter-bayonet (part #: 287901009, lot #: nm0408). However light scratches observed on the surface of the returned device are consistent with the usage of the device and could not impact the functionality of the device. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for quickslvr insrtr 9w baynt was conducted identifying that lot number nm0408 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 07 may 2008 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) concorde inserter-bayonet.

Manufacturer narrative:
This report is for an unknown insertion instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the inserter would not attach correctly to interface of cage. The inserter was cleaned but when an attempt to reattach was made, it was unsuccessful. An alternative inserter was used, and cage introduced successfully. The procedure was successfully completed with a five (5) minutes surgical delay. Concomitant devices reported: concorde proti, 5dg,9x10x27 mm (part number 188827410, lot unknown, quantity 1). This report involves unknown insertion instruments. This is report 1 of 1 for (B)(4).